Event description:
The rptr stated the surgeon inserted a aq2010v three piece silicone lens. Lens was inserted in the pt's right eye and removed. There was possibly some vitreous loss, the surgeon performed a vitrectomy. The capsule did not tear. The surgeon decided to implant a anterior chamber lens. The incision was enlarged to implant the acl and a suture was used to close the wound. Two lenses were used on the same pt during the same procedure and same eye. This is the secondary lens. See MFR # 2023826-2012-00674 for the primary lens.

Manufacturer narrative:
(B)(4) - incision sutured. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).